Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: red particles in the shell. Device patch with lot number 2702309. Apparently, the unit is not rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture as a baker grade IV.

Manufacturer narrative:
The events of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: capsular contracture, rupture, seroma-late further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side capsular contracture. Healthcare provider also reported "rupture" and "folds in the left prosthesis associated with small amount of fluid". The device remains implanted.